Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that tissue hung up in the cartridge/instrument after firing. The videotape is included for review (tape is from the time of the difficulty and not before). It is likely that the instrument was not reloaded correctly leaving a space between the cartridge and the instrument. The rep will try to provide another in service to address the problem. The case was completed uneventfully. There was no consequence to the pt.